Manufacturer narrative:
The ECG leads cables that the customer owned was requested to be returned to the national repair center (nrc) for further investigation. The parts were received by the national repair center (nrc) for further evaluation. The nrc performed an inspection of the ECG leads cables and no visual damage was observed. The nrc then installed the ECG leads into the ECG trunk cable and tested the ECG leads and trunk cable to factory specifications using patient simulator. The nrc could not verify the failure, a reliable ECG was able to be established. The ECG leads cables passed testing, and are being retained in the nrc as per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse connected a trainer and was able to get all signals as normal. The fse connected a patient simulator using the customer leads without any issue and completed a full system test. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) EKG did not trigger during transport. The alarm being reported was an ¿ra lead failure.¿ the customer changed out the patches several times, and switched from EKG to pressure and back again, but couldn¿t fix the issues. They initially though it was a leak somewhere in the system and/or dry EKG dots, but he was picking up fine on the hospital's equipment. The patient was also on ECMO which shouldn¿t have been a problem, and they tried both 1:1 and 1:2 timings. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, component codes), h10, h11 corrected fields: h4, h6 (health effect - clinical code, health effect - impact codes).

Event description:
N/a.